Manufacturer narrative:
The facility has confirmed that the guide wire has been disposed of; therefore no direct product analysis can be completed and no root cause determination can be made. As the lot number was not provided, a shop floor paperwork review can not be performed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a perforation occurred. No details regarding the patient or procedure are available. Patient status was reported as 'okay and stable.